Event description:
Pt. Was hospitalized for high bgs. Troubleshooting was performed. Device passed all testing. However, the alarm history was reviewed and revealed multiple no delivery alarms. It was stated that in the doctor's opinion the pump was not functioning properly. A replacement pump was requested.